Manufacturer narrative:
Reviewed as part of CAPA (B)(4) - "(B)(4) did not review all no MDR query results". This complaint will be filed on as a result of the retrospective review. No RMA had been initiated for this issue. Model 9610-4, serial number/date code is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged we issued a warranty replacement seat in (B)(6) 2011 ((B)(4)), which cracked again on the left side. No injury alleged.